Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 mobile application continues to alert every ten minutes even after silencing the alert. No additional patient or event information is available.